Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight (x2). Factors that may contribute to the difficulty to position/advance the stent delivery system (sds) may include, but not limited to, product placement technique, guiding catheter support, inner diameter (ID) of guide wire lumen, resistance with the guide wire, condition of the guide wire (damage dried blood or contrast), damage to the distal shaft of the sds or patient anatomical conditions (tortuosity, calcification). It was reported that the sds could not exit the guiding catheter and dislodged inside the guiding catheter. It appears that the sds interacted with the 2.5 x 23 mm sds that was already positioned thus would not exit through the guiding catheter and contributed to the stent dislodgement. Further attempt to remove all devices as a system may have resulted in the stent migrating out of the guiding catheter and into the aorta. Attempts to snare the stent were unsuccessful and the stent floated further down stream into the leg. A review of the finished product lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for this lot. The reported difficulty to position, stent dislodgement, additional therapy/non-surgical treatment and foreign body in patient, appear to be related to the operational context of the procedure and there are no indications of a product quality deficiency. The profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that during a procedure of the tortuous, mildly calcified left anterior descending artery and the diagonal bifurcation, the 3.5 x 23 mm xience v stent dislodged in the guide catheter and eventually floated to the left leg and remains in the anatomy. The vessel was wired with two balance middleweight guide wires in the left anterior descending artery (lad) and in the diagonal artery with predilatation completed with a 2.0 x 12 mm voyager in both vessels. A 2.5 x 23 mm xience v was positioned in the diagonal without issue. A 3.5 x 23 mm was advanced but could not exit the guide catheter; the stent dislodged inside the guide catheter. All of the devices were removed from the anatomy including the 2.5 x 23 mm xience v undeployed stent positioned in the diagonal vessel. The dislodged stent migrated to the aorta downstream to the left iliac. A snare attempt was unsuccessful in retrieving the stent. Further attempts to snare/retrieve the stent were abandoned at this time. The procedure was continued and the vessels were rewired and a 2.5 x 23 mm xience v was successfully deployed in the diagonal followed by a high pressure balloon dilatation for good opposition at the bifurcation. The lad was treated with a 2.5 x 23 mm xience v; both vessels had a good result achieved. Again the physician attempted to snare the dislodged stent two times without success. The stent had migrated to the left leg. The dislodged stent was left in the anatomy. The patient was reported as doing well; there was no reported adverse patient sequela. Though requested, no additional information was provided.